Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side "deflated" and that the "surgeon chose to put 600cc" and overfilled the implant. Device remains implanted.